Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt asked about ins longevity. Reviewed ins longevity information. Pt stated it takes forever to charge since the last 3 times he recharged - asked unknown event date pt stated it took 4 hours. Pt stated he is not sure what the battery was at when he started to charge but stated he does not let his ins battery go down to "zero". Suggested that pt try to monitor what he starts the charge at and what his coupling is like when connected and let us know if the issue continues. Troubleshooting was unable to be performed. Pt stated he will continue to monitor his ins recharging and call back if the issue continues. No symptoms/patient complications reported.